Manufacturer narrative:
One used device was received for evaluation and the tubing was observed to be cut; solution residuals were observed in the set. No packaging was returned. The set was tested per product specifications. There was a leak from the cut tubing. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The reported complaint can be confirmed. The probable cause of the cut tubing is due to a sharp object during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The customer reported that while using the giving set, they noticed a leak coming from a crack just above the piggy back (2nd infusion) port at the distal end. The customer further stated that they connect the giving set to the dialysis machine, and that is how they noticed the backward pressure and blood leak (approximately 20mls). The medication involved in the event was injection vancomycin infusion. The customer stated that they regularly use the primary plum set to administer intravenous (IV) medication to the dialysis machine, however this was the 1st instance of such leak. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.